Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Once the device was opened, it was observed that the main capacitor appeared to have been pushing against the large ferrite bead on the therapy connector, which was then putting strain on the flex cable which connects the power and therapy pcb assemblies. As a result, this flex cable may have been jarred loose, leading to the reported power issue. As a precaution, physio replaced the flex cable assembly which connects the power and therapy pcb assemblies and observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer reported that their device would not power on with ac or dc power. There was no report of any patient use associated with the reported issue.